Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that session records showed competitive atrial pacing and the induction of atrial fibrillation lasting for 10 hours. The patient required initiation of anticoagulation therapy. Programming changes were recommended. No further information is available.